Event description:
The customer reported that the thumbnail image did not match the larger retrieved image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A cso case as opened to evaluate the solid state hard drive. No further service info was provided and no further conclusion can be drawn at this time. The system was tested and found to be working as intended and returned to service.